Event description:
A customer reported that the pump was overheating while on the charger. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up, and no additional information was received regarding the outcome of the event.